Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection was performed and the device was found to be out of specification. Functional testing was performed and identified the force sensing resistors (fsrs) to be inoperative; the cause of the condition was unknown. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an inoperative force sensing resistor (fsr). There was no patient involvement. No additional information is available.